Event description:
(B)(4). According to the information received, a hospital reported a (B)(6) female with a colon perforation. Pain was reported at the instillation of the catheter, followed by lower abdominal pain and bloodstains on the catheter at withdrawal. Hospitalization occurred on (B)(6) for acute abdominal pain syndrome and septic shock. A rectal laceration had occurred. Rectosigmoidectomy and a left terminal colostomy were performed.

Event description:
Patient identifier: (B)(6). Date of event: (B)(6) 2012. According to the information received, a hospital reported a (B)(6) female with a colon perforation. Pain was reported at the instillation of the catheter, followed by lower abdominal pain and bloodstains on the catheter at withdraw. Hospitalization occurred on august 20 for acute abdominal pain syndrome and septic shock. A rectal laceration had occurred. Rectosigmoidectomy and a left terminal colostomy were performed.

Manufacturer narrative:
A medical review of this complaint is currently being performed by colopast. When additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
A medical review of this complaint is currently being performed by coloplast. When additional information becomes available, a follow up report will be submitted. Follow up #1: a medical assessment has been performed by coloplast. According to the IFU, "bowel perforation is an extremely rare, but serious and potentially lethal complication to anal irrigation that will require immediate admission to hospital, often requiring surgery". The user should contact doctor immediately, if the user during or after anal irrigation experience e.g. Severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. The user is also instructed to consult and get thoroughly instructed by a health care professional before using the product. Furthermore, the first irrigation should be supervised by a health care professional and in case of constipation, an initial, through clean-out of the bowels is recommended before starting up the irrigation procedure. In this case a (B)(6) lady experienced a 5 cm rectal wall perforation (midrectum) and hospitalization after 6-7 days due to acute abdominal pain syndrome, rectal bleedings and a septic shock. During irrigation the end-user experienced a balloon burst. Coloplast has tried to obtain further information about the case, however this has not been possible. Based on the available information no further conclusions are possible.